Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was implanted in the endovascular treatment of a 77mm aaa.  It was reported about 18 months later , the physician extended to the bilateral external iliac artery. 2 months later , an increase in the aaa diameter was confirmed on CT scan.  The cause of the event was not specified.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: etlw1628c156ej, sn: (B)(6); use by date: 05-jan-2022; upn#: 00643169268289; etlw1628c156ej, sn: (B)(6); use by date: 16-feb-2022; upn#: 00643169268289 b5: additional information: it was reported that an etlw1628c156e (sn: (B)(6) and etlw1628c156e (B)(6) were implanted during the index procedure on (B)(6) 2020 along with the endurant bifurcate. Enlargement of both common iliac arteries was identified approximately 17 months post index procedure. Intervention was performed approximately 20 days later where an etlw1610c199e ( sn: (B)(6) and a etlw1610c199e (sn: (B)(6) were implanted. It was reported that the common iliac arteries have further expanded since the intervention. Per the physician, the cause of the aaa and bilateral cia enlargement is unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.